Event description:
It was reported that non-sustained rv oversensing due to post-paced t wave oversensing was observed. No patient symptoms were reported. Programming changes were recommended and will be made during next scheduled follow-up.

Manufacturer narrative:
UDI (di): (B)(4).